Manufacturer narrative:
One device was returned for repair with complaint that the pump had a cassette detection error. Service history review identified this device has not been in for service previously. Visual/functional testing was performed. Fluid ingression found on the bottom of the main board. The probable cause of the reported problem was fluid ingression. Replaced main board. Device passed functional testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a cassette detection error. There was unknown patient involvement. No patient harm/adverse event was reported.